Event description:
It was reported that during the procedure in the heavily calcified, moderately tortuous, distal left anterior descending artery, pre-dilatation was performed using a 2.0x15 non-abbott balloon. A 2.75x18 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion. The sds was retracted and slight resistance was felt as the sds entered the guide catheter. After removal of the sds from the anatomy, the proximal edge stent struts were noted to be flared. A non-abbott stent was used to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: axess. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.